Event description:
The contact at the hospital reported that during the first injection of nbca glue (631500/lot unknown) for embolization of a benign kidney tumor, the prowler microcatheter (606151fx/17058516) was glued into the feeding vessel which originated from the aorta. Approximately 0.38cc of glue, mixed at a 4/1 ethiodized oil / glue ratio, had been injected into the patient. The microcatheter was then pulled back and instead of releasing, the microcatheter broke leaving the tip of the microcatheter, approximately 15 to 20cm in length, glued into the feeding vessel which was targeted for embolization. The feeding vessel was low in tortuosity. No part of the microcatheter remained in the aorta. The physician felt confident that this would not pose a problem and intends to allow the tip of the microcatheter to remain in the patient¿s feeding vessel. The remaining microcatheter segment was removed and discarded. A second prowler (details unknown) was used to access a second feeding vessel. Nbca was then delivered and the microcatheter removed without incident. Neither the glue nor the microcatheter will be returned for analysis. There was no significant delay to the procedure as a result of the issue. There were no discrepancies or abnormalities noted with any of the glue components prior to use or during mixing. There were no abnormalities with the microcatheter when removed from the package or during prep. There was no difficulty advancing the microcatheter through the vasculature.

Manufacturer narrative:
(B)(4). This is report 1 of 2 related to MFR. Report # 1058196-2015-00078.

Manufacturer narrative:
Concomitant medical products: prowler microcatheter (606151fx/17058516), another prowler microcatheter (details unknown). Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Manufacturer narrative:
Unfortunately, with limited information the complaint could not be investigated further. The lot number provided for the nbca glue was incorrect and further follow up did not reveal a different lot number. The alleged issue with the glue could not be confirmed. Therefore, no corrective actions will be taken at this time.